Event description:
Patient reported pump spring not pushing as fast as normal. Unknown if this has caused an adverse event or missed dose. Pharmacy is replacing device. Unknown if associated device is available for return. No further information, details or dates provided. Serial number: (B)(6). Diagnosis for use: common variable immunodeficiency.